Manufacturer narrative:
The instrument and tip cover involved in this complaint have not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover melted, preventing the forceps from opening the jaw and continuing use, requiring replacement. The forceps remained unable to open even after cleaning in the central processing. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument (470179-23/k13250529 0036) associated with the damaged tip cover, was analyzed and found to have blade damage at the tip/middle of the blade. Both blade edges were indented. The cutting edge had corrosion that would have contributed to the blade damage or cutting failure. The mcs tip cover was not returned. Blades of an instrument that had burrs or indentations would not be able to cut material as expected, leading to the need to attempt multiple cuts to complete a transection. The mcs tip cover was not returned. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.